Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. G4: premarket identification k011028/k013227.

Event description:
Doctor reported that implant at tooth site 46 was removed due to implant fracture.